Event description:
Ranger blood/fluid warming system was in use with 3m ranger blood/fluid warming standard flow set. Patient was receiving a transfusion when an rn noticed that blood was leaking out of the warmer. The transfusion was stopped and the warmer was returned to the blood bank. Blood bank confirmed that blood was not leaking from the unit itself but was coming from the insert bag (3m standard flow set) that is received in a sealed, sterile bag and does not get opened until it is at the patient's bedside.